Manufacturer narrative:
The pump was returned with the driveline cut approximately 9 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow, sealed outflow graft, and outflow graft bend relief did not return. Upon disassembly of the pump, white, thin, loosely seated depositions were present on the inlet bearing ball and covered approximately 30% of the bearing ball circumference. The depositions were not adhered to the bearing ball, lacked evidence of lamination, and lacked denaturation. A direct correlation between the report of elevated lactate dehydrogenase levels and the device could not be determined, as the evaluation could not conclusively determine the origin of the depositions nor the duration of their presence in the pump. The remaining pump blood-contacting surfaces were free of deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an elevated lactate dehydrogenase (ldh) level greater than 1000 u/l and hematuria. An echocardiogram was positive for flow obstruction. It was reported that no treatment was administered and on (B)(6) 2016, the patient underwent a pump exchange for suspected pump thrombosis. The patient was reportedly doing well post-exchange.